Event description:
An article by leonie badot, et.al., ¿comparative performance of the siemens atellica and abbott architect assays for hbsag quantification in patients with chronic hepatitis b or hepatitis delta journal of clinical virology: the official publication of the pan american society for clinical virology. 2026; 182105913. Doi: 10.1016/j.jcv.2026.105913., documents negative architect hbsag results that were positive with siemens atellica. From may to november of 2022, a total of 311 serum samples from 216 patients were collected and analyzed using qhbsag atellica and architect assays. The study noted two samples were not detected by the architect assay (<0.05 iu/ml), whereas the atellica assay detected these low qhbsag values (0.06 and 0.07 iu/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029.